Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was caused by a check sum error resulting from code corruption due to an unknown cause. Analysis of battery trend data indicated that battery impedance was reaching high levels from normal usage. At this level, the battery is susceptible to voltage fluctuations from high pacing demand, consistent with eri being falsely triggered. After product code was downloaded, device showed normal characteristics. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The device was tested on the bench and no anomalies were found. Despite extensive testing the backup condition could not be reproduced, and the cause of code corruption could not be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the lost to follow-up patient presented to clinic with muscle stimulation, device was found to be in backup vvi mode. Patient was not device dependent and did not intend to receive a new device before the device reverted to backup vvi because patient was symptomatic to vvi pacing. Due to low battery status, further troubleshooting could not be performed. Device was explanted and replaced. Patient¿s condition was stable post-procedure.